Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the drill fractured during surgery. This event is related to a malfunction that could potentially lead to a sterility issue. Due diligence is in progress for this complaint; to date, whatever additional information received has been included in this report.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. No product was returned; dimensional evaluations or fracture analysis could not be performed. One photograph was provided confirming a fractured oxford drill. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.